Event description:
The end user reported that medical attention was sought on (B)(6) 2016 between 4:30 - 5:00 pm after receiving inconsistent readings from the prodigy diabetes glucose meter. The end user was feeling sluggish, blurred vision, incoherent and could not stand up. Her husband drove her to the ER and upon arrival her blood glucose was 52 mg/dl. The end user stated that insulin was administered and she was admitted to the hospital for 3 days. No further treatment details were provided. Upon discharge her blood glucose was 164 mg/dl and she was instructed to follow up with her pcp. After her follow up visit with her pcp she was advised to take 20 units of lantus in the am and 6 units of humalog after meals. No further details were provided.